Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by hospital laboratory that only the tissue was received. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Since it does not represent a malfunction of the device, the event will only reportable if it results in a serious injury (e.g. Placement of intra-aortic balloon pump (iabp) or extracorporeal membrane oxygenation (ECMO) to treat ventricular dysfunction secondary to partial or total coronary ostia obstruction, myocardial infarction related to coronary artery occlusion due to the device or coronary artery bypass to treat coronary artery occlusion due to the device). Based on the information received the root cause of the event remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that 25mm aortic pericardial valve was explanted at implant due to ischemic mitral regurgitation secondary to left coronary ostium obstruction. The reason for the procedure was due to moderately severe aortic stenosis secondary to senile degenerative calcification. During the procedure the patient also underwent three-vessel coronary artery bypass grafting and placement of a right femoral intraaortic balloon pump. The operative note indicated "the patient had extremely fragile and fatty heart." After implantation of the 25mm aortic pericardial valve there was severe distention of the right ventricle so the heart was rearrested and evaluated. Surgeon reported that it looked like the 25mm valve was obstructing the left coronary ostium. The tee showed no perivalvular leak of the 25mm aortic pericardial valve, right ventricular rupture after the 25mm valve was placed, the heart was so distended that the surgeon had to make a hole in the anterior wall to decompress the left side of the heart into the pericardium. The 25mm valve was then inspected and it was well seated but the post was close to the left coronary ostium which may have led to an ischemic left ventricle and ischemic mitral regurgitation. The 25mm valve was removed and a smaller 23mm valve seated easily and the left and right coronary ostia were completely unimpeded. The intraoperative tee showed good concentric contraction of the left ventricle, no wall motion abnormalities and the 23mm bioprosthesis was functioning normally with no paravalvular leak and the right ventricle looked good and was not distended. The surgery was completed and the patient was taken to the floor. Patient was last reported as still in the hospital.

Manufacturer narrative:
Device rec'd from MFR: october 1, 2015.